Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system-section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced limb ischemia and positioning issues were encountered with an untoward outcome. The impella was independently implanted, and the percutaneous coronary intervention was performed. The peel-away sheath was left in due to bleeding concerns from the implanting physician. During assessment, pedal pulses were lost in the impella leg. The peel-away sheath was removed, replaced at bedside, and pedal pulses returned. The physician now advancing the impella cp pump under ultrasound went too deep triggering positioning alarms. The physician pulled back and encountered resistance. Echocardiogram and chest x-ray confirmed the impella had prolapsed in the left ventricle and the pigtail was in the aorta. The patient was taken back to the cardiac catheterization lab to remove the pump under fluoroscopy, which was successful. However, while determining how best to provide support, the patient decompensated. Pedal pulses were gone again, and there was no distal flow past the sheath the physician replaced the impella with. The patient was in full code, cardiopulmonary resuscitation with maximum pressors administered with unsuccessful results. The patient ultimately expired. Medical safety reviewed the event and noted there is not enough evidence to exclude impella as an associated factor in the patient's outcome (demise).